Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's act and esc buttons were hard to press. The customer's blood glucose value was unknown. Customer reported that they had a difficult time when he took the insulin in & out. Customer reported that insulin pump sounds louder when rewinding and was changing out the battery every 2 weeks. The device will not be returned for analysis.